Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridges with 500 units of insulin. Reportedly, the initial fill estimate displayed was accurate, however, the insulin gauge decreased to a fill estimate of approximately 20 units. The customer's blood glucose level ranged from 210-340 (mg/dl).